Event description:
It was reported during the implant attempt that the patient's right atrial (ra) lead dislodged. This lead was removed and another lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).